Event description:
The customer obtained a non-reproducible, higher than expected vitros trop I es result (0.073 ng/ml) from a single patient sample processed on the vitros 5600 integrated system. Biased results of the magnitude and direction observed may lead to inappropriate physician action. The affected patient result was not reported out of the laboratory, so no corrected report was required. The repeat trop I es result (repeat < 0.012 ng/ml) was issued for the affected patient. There was no report of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc. (B)(4)

Manufacturer narrative:
The investigation determined that a non-reproducible, higher than expected vitros trop I es result was obtained from a single patient sample. The investigation determined that the sample involved may not have been processed in accordance with the tube manufacturer's recommendation. It is possible that cellular debris, due to poor sample preparation, may have been present in the affected sample, although this could not be confirmed. The customer generated unacceptable trop I es precision results prior to service. An ocd field engineer performed periodic and 'as needed' service to multiple analyzer subsystems, replaced parts and completed analyzer adjustments. Performance testing following service verified that the equipment was operating as expected. A definitive root cause for the event could not be determined. However, an equipment issue and/or pre-analytical sample processing cannot be ruled out as contributing factors.